Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for multiple back operations. It was reported that the original implantable neurostimulator (ins) was placed in 2005 and provided the patient with pocket discomfort from the date of implant. The ins was eventually moved as its original location in the right side under the rib cage was comfortable when the patient would put on their seat belt. It was unknown when the ins was moved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.